Event description:
Began having heavy bleeding, suicidal thoughts, severe abdominal pain, migraines, inability to work, bloating, severe weight gain, about 30 days after having the device implanted. I have had several trips to the emergency room for severe pain, and to remove clots from my cervix. After years of heavy bleeding, often weeks at a time, I got told that I only had one coil still in place, I will be required to have a full hysterectomy and oophorectomy to remove the device and my damaged ovaries.